Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient had a stumble over a small area rug that led to the shocks. The patient said she was not sure of any device programming because she was never out of pain. The pain has not been resolved. The patient said in addition to the stimulator, another device was implanted next to the stimulator. The patient has had no relief from either. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that shortly after (B)(6), the patient noticed the ins didn't last for a day and she has to recharge it constantly. The patient said she'll feel a few sharp pains in her back if she didn't charge. The patient charged the ins at one in the morning, and by the time of the call the ins was at 70%. It was reviewed that recharge interval was dependent on usage and programming. It was mentioned the ins was programmed so the patient did not feel stim. A rep said the ins probably needed to be reprogrammed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that patient had been having sporadic problems charging her ins for about a month (since (B)(6)). Today patient was not able to charge her ins and patient was getting "poor recharge quality. Reposition and try again" (screen 76). During the call the patient tried charging her ins and continuously received this screen. The light on her controller was amber. Patient was able to charge her ins yesterday, she mentioned that she had to charge her ins every day. Patient was concerned that she would have "horrific pain because she will have no blockers." Patient tripped over a rug 2 days ago. 2 times in (B)(6) she had gotten a "few electric shocks," "like how something can electrocute you," she said she felt this flash of pain inside her body where the ins was. Patient was not sure if she was doing the same movement each time it happened. No further complications were reported.